Event description:
It was reported that a temperature alarm occurred, and the customer could not clear the alarm to resume insulin delivery. Unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer. The resolution involved replacing the pump, with the customer using multiple daily injections (mdi) as a backup insulin therapy. Technical support confirmed the shipping address and instructed the customer on how to put the problematic pump into storage mode. The customer was advised to return the pump via a prepaid label within ten days, which they understood and acknowledged.